Event description:
Boston scientific crm received information that this patient has a heart condition that has a lot of valve movement and the patient's right ventricular lead had stopped working. The patient had been admitted to the hospital due to a fall and a system evaluation was performed. Vegetation was noted on the leads and when the pocket was opened, an infection was revealed. The pacemaker and associated leads were explanted. A dextrus lead was inserted into the patient's jugular vein and a temporary pacemaker was taped to the patient's neck. The patient is not pacemaker dependent. However, the physician expressed concern as the patient has experienced periods of very slow bradycardia. A new device and leads were implanted on the patient's right side after the infection had been cleared.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing were conducted to assess the electrical continuity and insulation integrity of the lead. All measurements were within normal limits. Laboratory analysis was unable to identify any lead issues that would have contributed to the reported clinical observations. This issue will be re-evaluated if additional information is received.